Event description:
It was reported that customer is experiencing high and low blood glucose levels. Customer stated that an ambulance was called due to her low blood glucose levels. Customer also found air bubbles in the reservoir tubing. Customer's blood glucose reading was between 300-600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference (B)(4).